Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown/ asked but not available. Section h3 - the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens had explanted for an unknown reason. The lens was removed and replaced in a secondary surgical procedure with another j&j monofocal iol. The account won¿t be returning the lens but they would like the credit for the explanted one. It is unknown if there was injury and surgical and medical interventions are required. No further information is available.